Event description:
Patient was revised to address loosening of the stem.

Event description:
Additional information: litigation papers allege the patient suffered debilitating pain, discomfort, and soreness, which in turn negatively affected the patients ability to walk, move, and sleep. The patient was also alleged to have elevated metal ion levels. During her revision surgery, her femoral stem was reported to be loose. Papers also allege tissue explanted during her revision surgery was consistent with alval. Due to complications from her revision surgery, the patient underwent another surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.